Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the lv perforation cannot be confirmed, investigation results suggest that procedural factors (guide wire manipulation) may have been a contributing factor to this event.

Event description:
As reported by social media post, ¿when putting new valve in, they punctured my heart and had to do open heart surgery immediately.¿ as reported by the field clinical specialist (fcs) the patient underwent a tf tavr procedure with a sapien 3 ultra valve in the native aortic annulus. The procedure went well. Post deployment of the valve, while looking at images the patient became hypotensive which was thought to be possibly related to a tear or perforation in either the right or left ventricle. Upon further investigation, they realized that the delivery guide wire had perforated the left ventricle. They opened the sternum to asses and repair the left ventricle. The patient left the room in stable condition. The tavr valve remained in good position. There was no ew device failure.